Event description:
It has been reported that the geometry stopped working during the procedure and the issue remained inspite of rebooting the system three times. The patient was moved to another room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred during a diagnostic procedure and the procedure was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry stopped working. Review of the system log file showed that unable to communicate with geo ipc, sid (source image distance) is unknown, no movements are available. The fse reseated r cabinet network connections. After reseating r cabinet network connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.